Manufacturer narrative:
During laboratory evaluation, the product surveillance technician (pst) observed the centrifugal motor to function as intended.

Manufacturer narrative:
Per data log analysis, there are no indications of an issue. The pump stopped at 07:09:39 and at 13:08:47 with no indications of a pump issue. It's difficult to know which stop the customer was reporting. (B)(6) 2017: 06:51:34 a perfusion screen is opened; 07:09:36 arterial centrifugal is started; 07:09:39 arterial is stopped; 07:09:42 arterial is started; 12:19:34 arterial speed is set to 1786 revolutions per minute (rpm); 12:22:22 arterial speed appears to be reduced to 0 rpm, causing a pump stop as designed. Several backflow alarms occur since arterial is stopped; 12:23:52 pulse is set for baseline 50%, rate 60 beats per minute (bpm), width 50% (pump still stopped); 12:25:36 arterial is started speed is increased and decreased to 0 again stopping the pump; 12:25:51 arterial is started and speed is increased to 534 rpm; 12:26:17 speed is increased to 1170 rpm; 12:26:25 speed is increased to 1986 rpm; 13:08:14 speed is set to 1728 rpm; 13:08:47 arterial is stopped; 13:47:32 the perfusion screen is exited.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) was unable to duplicate the complaint. The drive motor window was replaced as a precaution. The unit operated to manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The field service representative (fsr) observed the ground insulation and strain relief was broken at the connector. The drive motor was replaced. The unit operated to the manufacturer's specifications. The suspect device was returned to the manufacturer for further evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the drive motor stopped and the pump was manually operated for approximately three minutes. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: on (B)(6) 2017, approximately five minutes prior to separation from bypass, the centrifugal motor stopped working. The heart lung machine (hlm) gave a backflow alarm. There were no safety event or any prior alarms. The chief of perfusion then noticed that he had was not reading a forward flow, and the centrifugal head was not generating revolutions per minute (rpm). He proceeded to call for assistance, clamped the arterial line, and began troubleshooting the problem. He checked the connection of the drive motor to the centrifugal control unit, and the connection was in place and secure. The flow probe was attached and had been previously reading appropriately. He took the disposable centrifugal pump off the drive motor and examined its integrity and all was intact with the disposable. He placed the disposable back on the motor, activated the start/stop button to resume flow, came up on the speed control knob to try to activate forward flow and no rpms were able to be generated. He repeated the engagement of the disposable again with the motor, activated the start button and increased flow on the control knob, again without resolve. Since it was toward the end of the procedure, he made the decision to manually finish the case with the hand-crank. With the help of his assistant they perfused at an appropriate speed to deliver the flow to equally match metabolic demands of the patient. They slowly decreased the rpms on the manual hand crank along with clamping the venous line appropriately to terminate cpb. The perfusionist stated that the patient's venous saturation levels were 70% during this period, and were equal to prior to event. The patient was without flow for 40-45 seconds while the backup process was initiated. The incident did not delay the continuation of the surgical procedure and the termination of cpb occurred without concern. There was no harm nor blood loss associated with the event.